Event description:
It was reported that, during follow up in clinic, this pacemaker was attempted to be interrogated. Technical services (ts) discussed troubleshooting options, nonetheless unsuccessful. Additionally, there was no evidence of electromagnetic interference (emi) in the room. Ts suggested check the device with a magnet. The device was able to be interrogated with a non boston scientific programmer. This pacemaker was explant and replaced with a non boston scientific product. No additional adverse patient effects were reported.